Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number (B)(6) exhibited a display malfunction in which the screen showed pixelated lines and no readable content after previously functioning, and a replacement unit was arranged. Symptoms included hyperglycemia, with a reported blood glucose of 353 mg/dl and no ketone testing or medical intervention. Outcomes included no immediate health effects and no hospitalization. Investigation included internal complaint handling with plans to review device data synced via the mobile application and to evaluate the returned device. Investigation of this device revealed a suspected screen/display failure consistent with a hardware display component issue, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the display.